Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the left atrial appendage (laa) and the 27mm closure device successfully implanted. Post procedure, the patient had a drop in blood pressure. A computed tomography (CT) scan was performed and found a mediastinal effusion. The patient had a posterior lateral drain placed and was taken to surgery where a perforation was repaired. The patient fully recovered and was discharge on (B)(6) 2025.